Event description:
It was reported that hair was found in the tube sst2 plh 16x100 slbl jp o packaging.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4)has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found in the tube sst2 plh 16x100 slbl jp o packaging.